Manufacturer narrative:
Reporter phone and reporting institution phone:(B)(6). Remote support from the customer care solution center was received,

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that during the self-test a failure message for external paddles appears. There was no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. It was determined that this was a malfunction of the external paddles for which the rse provided information recommending replacing the external paddles. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the external paddles. The reported problem was confirmed. The rse recommended replacing the external paddles to resolve the issue. It has been concluded that no further action is required at this time.